Manufacturer narrative:
UDI: unknown product code, UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
As reported by the sales rep, when reporting an incident, an earlier incident was mentioned involving a programmable valve. Ah (B)(6) 2017 per the rep, the surgeon could not verify that the valve was a codman device. The surgeon: "just mentioned that he had a valve stop flowing sometime in the past."